Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes that 20 tubes underfilled. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional information: b5. Describe event it was reported that during use with the bd vacutainer® sst¿ blood collection tubes that 20 tubes underfilled. There was no report of patient impact. Bd had not received samples, but one(1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Retention samples were unable to be tested due to the tubes being expired at the time of investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on the photo only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.